Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit received with a frozen display with flashing medtronic logo due to corroded electronic assemblies and corroded battery tube. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump had exposed to moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.